Manufacturer narrative:
Follow-up #1: date of submission 3/30/16 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2016 @10:01pm, reported date from (B)(6) 2016 is overwritten in the black box. No activity outside of normal use is observed, tdd add up correctly and reflect the programmed basal rate target.-pump powers up with auditory and vibration alert. ¿ez-prime¿ steps were performed correctly; no delivery interruption or any vibration issue occurred during the investigation, the product delivers within spec, unable to duplicate ¿vibration issue". Warning alert was set vibration and an alarm was simulated , the pump gave the appropriate warning vibration alert, the pump¿s cover was removed, no intermittent condition was found to the vibration circuit. .

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 440 mg/dl with nausea and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that an intermittent vibration issue occurred. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.